Event description:
It was reported that during the flow diverter stent placement for an unruptured internal carotid artery (ica) aneurysm procedure, when the physician withdrew the microcatheter to the c4 segment, the subject stent failed to fully open. Intraoperative imaging revealed partial stent deployment with inadequate wall apposition. The physician then re-advanced the microcatheter to the distal marker band of the subject stent and retracted it five additional times, but the subject stent still failed to fully open and appose the vessel wall. The physician suspected that repeated manipulations may have caused microthrombi formation within the subject stent, leading to adhesion of the stent mesh and preventing full deployment. Approximately 2 ml of tirofiban was manually injected through the intermediate catheter, followed by another deployment attempt, which still failed to achieve proper wall apposition. Subsequently, the physician withdrew the subject stent and microcatheter. During withdrawal, the subject stent deployed prematurely at the hub of the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date: updated. D4 gtin: updated. D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. H4 manufacturing date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was returned having been deployed in the hub of a microcatheter (during withdrawal, the flow diverter (fd) stent deployed prematurely at the hub of the microcatheter). The microcatheter was flushed and a 0.0265¿ mandrel was inserted into the distal tip of the microcatheter, and the subject stent was removed from the hub without any resistance/friction. The subject stent braid at the distal end appeared to be cemented together with procedural fluid, most likely dried thrombus which prevented the stent from opening. The subject stent delivery wire (sdw) and introducer sheath were not returned. A functional inspection could not be performed as the introducer sheath was not returned and the subject stent was returned having been deployed in the microcatheter hub. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that ¿when the subject stent reached the distal internal carotid artery (ica), the physician retracted the microcatheter and attempted to deploy the subject fd stent using a combined push-pull technique. However, when the microcatheter was withdrawn to the c4 segment, the subject fd stent failed to fully open. Intraoperative imaging revealed partial stent deployment with inadequate wall apposition. The physician then re-advanced the microcatheter to the distal marker band of the subject stent and retracted it five additional times, but the subject stent still failed to fully open and appose the vessel wall. The physician suspected that repeated manipulations may have caused microthrombi formation within the subject stent, leading to adhesion of the subject stent mesh and preventing full deployment. Approximately 2 ml of tirofiban was manually injected through the intermediate catheter, followed by another deployment attempt, which still failed to achieve proper wall apposition. Subsequently, the physician withdrew the subject fd stent and microcatheter. During withdrawal, the subject fd stent deployed prematurely at the hub of the microcatheter¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, there were no anomalies noted to the stent delivery system prior to use and the device was prepared as per dfu instructions. Continuous flush was set up and maintained throughout the clinical procedure. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. A microcatheter was used in the procedure. The patient received dual anti-platelet agents prior to the procedure, post procedure. Access was through femoral. The physician does not allege any malfunction of any device for this procedure. There was no resistance encountered during navigation of the flow diverter device to the target lesion. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the flow diverter implant was confirmed between the two marker bands. There was no resistance encountered during the flow diverter deployment. In the physician¿s opinion the cause of the flow diverter not to open was that the stent mesh had something wrong. The proximal part of the flow diverter failed to open. The physician was not sure if the adverse event was related to the subject stent system. There was no clinical consequence to the patient due to the reported event. The ¿2ml of tirofiban¿ was given as additional medication during the procedure. The stent was deformed. Product analysis of the subject stent was returned having been deployed in the hub of a microcatheter (as per the event description, during withdrawal, the fd stent deployed prematurely at the hub of the microcatheter). The microcatheter was flushed and a 0.0265¿ mandrel was inserted into the distal tip of the microcatheter, and the subject stent was removed from the hub without any resistance/friction. The subject stent braid at the distal end appeared to be cemented together (adhesion of the stent mesh) with procedural fluid most likely dried thrombus which prevented the stent from opening. The sdw and introducer sheath were not returned. It is most probable the microthrombi formation contributed to the stent failing to open. In addition, according to the event description, the subject flow diverter was retracted back during the procedure five additional times. It should be noted the dfu cautions the user to not to attempt to partially deploy and recapture the implant more than three times or a loss of resheath performance may occur, therefore this may have contributed to the reported issue. It is also most probable that an attempt was made to recapture the stent back into the introducer sheath when it became inadvertently deployed in the microcatheter hub. It should be noted the stent is re-sheathable into the microcatheter, but it cannot be pulled back into the introducer sheath because the sheath tip is not the same diameter as the microcatheter hub and cannot give allowance for the subject stent to come back into the sheath. The stent can also catch on the sheath tip which may cause the subject stent to come off the resheath pad and deploy in the microcatheter. The instruction for use also warns ¿do not resheath the implant into the introducer sheath once transferred into the microcatheter as it may result in damage to the implant wires¿. An assignable cause of procedural factors will be assigned to the reported and analysed defects ¿stent failed/unable to open (when not implanted)¿, ¿stent deployed prematurely during retraction/re-sheathing¿ and 'stent deformed' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of anticipated procedural complication will be assigned to the reported ¿ patient vessel thrombosis¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during the flow diverter stent placement for an unruptured internal carotid artery (ica) aneurysm procedure, when the physician withdrew the microcatheter to the c4 segment, the subject stent failed to fully open. Intraoperative imaging revealed partial stent deployment with inadequate wall apposition. The physician then re-advanced the microcatheter to the distal marker band of the subject stent and retracted it five additional times, but the subject stent still failed to fully open and appose the vessel wall. The physician suspected that repeated manipulations may have caused microthrombi formation within the subject stent, leading to adhesion of the stent mesh and preventing full deployment. Approximately 2 ml of tirofiban was manually injected through the intermediate catheter, followed by another deployment attempt, which still failed to achieve proper wall apposition. Subsequently, the physician withdrew the subject stent and microcatheter. During withdrawal, the subject stent deployed prematurely at the hub of the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.